Event description:
The actual condition, a jammed or distorted stopper, results from misalignment during assembly which causes the stopper to stretch and distort as it is pushed into the syringe's barrel. Co has forwarded this report and the sample returned to co's mfg facility for their review and investigation.